Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Implants remain in the patient. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.

Event description:
Device report received from synthes (B)(4) reports an event in (B)(6) as follows: patient had a squamous cell carcinoma on the right tongue base. He underwent radical chemotherapy and radiotherapy. Osteoradio necrosis followed treatment and patient was taken to the operating room on (B)(6) 2012 and the left body of the mandible was resected and a reconstruction plate + pectoralis major was carried out. Patient could not have a microvascular graft as he was a kidney transplant patient. Scans taken in (B)(6) 2012 show patient was continuing to have osteonecrosis. Recent scan shows not plate breakage but screws are working out. Patient is happy, asymptomatic and has no pain. Patient will be monitored and if he worsens or has any issues, removal and revision will be scheduled. All implants currently remain in the patient. This report is 2 of 2 for complaint (B)(4).